Manufacturer narrative:
H10: the customer bme reported the unit did not annunciate an alarm, nor generate an error message due to battery failure. The bme confirmed the failed component was older than 5 years of age. The philips respironics v60 ventilator user manual provides a schedule of preventive maintenance to the customer. Per table 9-2 the backup battery should be replaced every 5 years. The battery replacement is based on the date of manufacture recorded on the battery label. The battery age is also viewable in the diagnostic mode on the system information screen. The bme reported the battery was replaced as recommended. The device was operational and passed performance specification testing after repairs were completed. The unit will return to service when unrelated field change order (fco) activities are complete. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer biomed reporting the v60 ventilator shut down during use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed error codes 1212 (running on internal battery) and 1204 (low internal battery) in the device event log. The bme reported the battery voltage measured at 14.8 after unit has been plugged in for over an hour. The bme verified the unit was plugged into a functional wall outlet. Troubleshooting determined battery replacement was the recommended repair. Investigation is ongoing.